Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 400 mg/dl. A bolus, insulin injection and/or another pump were used until the bg level dropped. Tandem technical support had the customer perform a system check and the pump was found to be having difficulty delivering insulin. The customer was to use insulin injections and another pump to manage diabetes.

Manufacturer narrative:
Tandem technical support reviewed the pump's t:connect data and found no significant alarms or alerts.